Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ""no readings, sensor error or brief sensor issue"" occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025 around 12:30am, the patient¿s partner found the patient unconscious. The patient¿s cgm was in a sensor error state. Emergency medical services was called. Once ems arrived, the patient¿s bg meter reading was 35 mg/dl, while the cgm was still in a sensor error state. The patient was transported the emergency room, where he was treated with IV fluids and potassium. The patient was discharged home later the same day. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.